Event description:
Received the christensen fossa implants - one in 1996 and the other in 2001. The fossa that was implanted in 1996 is not doing well. Pt experiencing headaches, pain when chewing and constant pain in the jaw joint area. Six mos after 2001 implant, more symptomatic problems are occurring. Implants are failing and pt is now in extreme pain.

Event description:
Add'l info received from MFR 12-13-02: tmj implants, inc. Has no info from a medical professional to indicate that an adverse event has occurred. No MDR will be filed in response to the above referenced document.